Manufacturer narrative:
The insulin pump was received with a blank display due to a moisture-damaged electronic assembly. The unit was unable to perform the self test along with the idle current, run current, off no power, unexpected restart error, basic occlusion, occlusion, prime/compromised force sensor system, no delivery, and displacement tests due to the blank display. The blank display also prevented the verification of the battery out limit or low battery alarms. The unit was received with minor scratches on the display window, a cracked reservoir tube lip, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump would consume batteries at a quick rate for the past couple of months. The device had a blank display anomaly at the time of call. The patient's most recent blood glucose was 4.3 mmol/l. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump and the display returned. The customer declined a replacement battery cap and requested a loaner insulin pump instead. The insulin pump was returned for analysis and a loaner device was shipped to the customer.